Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation the right atrial (ra) lead perforated the pericardium and ruptured a small artery, which resulted in cardiac tamponade. A sternotomy and pericardial effusion were then carried out. The ra lead was later implanted. No further patient complications have been reported as a result of this event.